Manufacturer narrative:
Internal notification number: 100024624 / (B)(4). Device. Reference code pl572t. Device name ligature clip 12 mag.= 144 pcs. Serial number n/a. Batch number 52546844. UDI device identifier (B)(4). UDI production identifier (B)(4). Basic UDI-di n/a. Unit of use UDI-di (B)(4). Manufacturing date 16.09.2019. Three used cartridges, two opened sterile packaging without cartridges, three unopened sterile packaging and the packaging box arrived in a decontaminated condition and they are available for investigation. Failure description :one cartridge without clips and without visible damage, one cartridge with wrong positioned clips and a deformed slider sheet and one cartridge with a clip jam and also a deformed slider sheet arrived in a clean status. Additionally two opened sterile packaging without cartridges, three unopened sterile packaging and the packaging box arrived in a clean status. Investigation : the investigation was carried out visually and microscopically with the digital microscope vhx-5000 keyence (eq.-nr. 2000024840) and the digital-camera "panasonic dmc tz8". We made a visual inspection devices. Here we found two opened and empty blisters and three sealed blisters. Additionally we made an optical inspection of the three used cartridges. Here we detected a cartridge with three clips, a cartridge without clips and a cartridge with a clip jam. Furthermore we discovered two deformed slider sheets, deformed latches of the slider sheet and a deformed nose of the slider sheet. Batch history review :the device quality and manufacturing history records have been checked for the lot number (52546844) and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause : the root cause of the problem is most probably usage related. Rationale : according to the quality standard and DHR files a material defect and production error can be excluded. Investigations lead to the assumption that the wrong positioned clips, clip jam, deformed slider sheet and deformed slider sheet parts were caused by an improper handling. It appears that the latches and nose of the slider sheet were deformed by a too fast application. A too fast application leads also to the wrong positioned clips and the clip jam. The too fast application and / or the clip jam could also leads to the detached cartridges. It appears that the deformed metal sheets were caused due to application by closed jaws of the applier. Based upon our historically grown product experience and due to different simulation regarding a too fast application, this leads to the described errors. Possibly a damaged clip applicator due to a deformed push rod or something similar could be another cause for wrong positioned clips or clip jam. Corrective action : according to sa-de13-m-4-2-04-000-0 (corrective action & preventive action) there is no CAPA necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product ligature clip 12 mag.= 144 pcs. The clips do not close well, they detach from the barette and fall into the patient's belly. The barrette is deformed. On (B)(6) 2019, it was clarified that the piece was retrieved successfully, and there was a short surgical delay. No intervention was required. The adverse event is filed under aag reference (B)(4).

Event description:
9610612-2019-00951 (400460415 pl522r). 9610612-2019-00952 (400460416 pl510r). 9610612-2019-00973 (400461699 pl522r). 9610612-2019-00974 (400461700 pl522r). 9610612-2019-00975 (400461701 pl522r). 9610612-2019-00976 (400461702 pl522r). 9610612-2019-00977 (400461703 pl522r).

Manufacturer narrative:
Updated vigilance investigation: manufacturing site evaluation: 29 clean clip cartridges in three cartons are available for investigation. Investigation: the provided cartridges are new and unopened. No deviations can be found. The appliers are used and have been provided decontaminated. Vigilance investigator carried out the pictorial documentation visually and microscopically. Three cartridges were used for a functional test with different shaft and handle combinations. These tests were carried out successfully. After receiving the appliers in question, a functional test was carried out with each provided systems using warehouse clips out of batch 52575463. Furthermore, the jaw dimensions have been checked by aesculap technical service. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage and/or a lack of maintenance. Rationale: during the initial investigation of the clip cartridges, no deviations could be recognized during the functional test with our test equipment. After receiving the challenger appliers in question, functional tests could be carried out successfully. Nevertheless, with exception from one shaft (500479640), the provided shafts are no longer according the specifications due to measurement or alignment deviations. Therefore, a secure application can no longer be guaranteed. The recommended yearly maintenance interval of several components has been exceeded, therefore we recommend that the parts be serviced by aesculap technical service. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action), a CAPA is not necessary. Also new information has been added to b5: associated medwatch reports.